Manufacturer narrative:
Device received with scratched display window noted. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that there are scratches on the front screen of the insulin pump and the customer is unable to read the screen. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.